Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated. The component was received damaged, specifically the connector header right angle gold pins, 8 circuit (jp2) was damaged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite. He reported the burning smell was isolated to the compressor rotor which had locked. The connector from the pcb to the motor had 2 discolored connections. The connections overheated turning the nylon body of the connector brown where the 2 wires entered the connector. He confirmed there was no evidence of fire and/or burning. The field service representative replaced the compressor and the device was tested. The fsr confirmed it passed all testing and met all vyaire manufacturer specifications. Vyaire has received the suspect device/component and it is currently awaiting evaluation. Any additional information will be submitted in a follow-up report.

Event description:
It was reported to vyaire that there was a burning smell coming out of the back of the avea ventilator.